Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The anode and cathode conductor coils were found to be fractured approximately 196 millimeters (mm) from the terminal pin, and the insulation was found to be damaged approximately 192-196mm from the terminal pin. Due to the location and type of damage, it was concluded that it was likely caused by entrapment in the clavicle/first-rib region.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and a drop in sensing. Clavicular crush of the lead was suspected, and at the lead revision procedure it was found that the lead was completely fractured. The lead was partially capped and abandoned and the proximal portion was returned for analysis. A new rv lead was successfully implanted. No additional adverse patient effects were reported.